Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). The evaluation is in progress currently. (B)(4) requested the facility to provide the information regarding the result of microbiological testing and reprocessing, however the facility did not provide and oekg could not obtain it. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The occurrence date of the event is unknown. Other detailed information such as the reprocessing method was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa k.g (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the german guideline. Oekg checked the subject device and found followings. - the control section (remote switch area) were cracked. - there were corrosion around the glue of the objective lens and the light guide lens. - there were impact points on the distal end cover. - there were deposits on the air/water cylinder. - there were deposits on the suction cylinder. - there were corrosion at the forceps elevator. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.